Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that multiple system advisories displayed during surgery. The system was rebooted and appeared to function properly; however, another system advisory displayed. Additional information was received reporting the system advisories displayed during fluid air exchange. The infusion line was clamped, and the system was rebooted to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and confirmed the sm in the event log but did not replicate them at time of service. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problems; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).